Event description:
This 16-yr-old female's right breast is 2-3 cm too high with grade iii capsule. The implant was placed 12/22/93. Pt has complained of continuous pain. Scar tissue was found not allowing the implant to move (a 250 cc saline filled of a 210 cc implant). The implant was ruptured while removing. The pathology report indicates fibrous tissue fragments with foreign body reaction and adventitious bursa formation. The pt required capsulotomy and reposition. The explanting surgeon is different from the implanting surgeon. The info is limited.